Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra2 meter is giving an apply sample message. The patient's diabetes is managed with self adjusting insulin based on the lfs meter reading. On the morning of (B)(6) 2010 at 8 am, the patient reportedly was unable to obtain his blood glucose reading due to the apply sample issue. The patient attempted to test with the subject meter 2 or 3 times that morning but was unsuccessful. The patient reportedly did not consult with his doctor to adjust his insulin dose and did not test with any other devices to assess his insulin dosage that morning. During lunchtime, the patient took insulin on his own accord without the assessment of a blood glucose reading. The patient's father felt that the insulin dose may have been "wrong." 30 minutes later, the patient reportedly had hypoglycemia symptoms described as feeling shaky and sweaty. The symptoms abate within 30-60 minutes after the patient took juice and consumed a biscuit. According to the troubleshooting performed with customer service, the testing process was correct. However, the product issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he had symptoms that can be associated with hypoglycemia and received medical intervention after the product issue began.